Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have conductor fracture due to suspected high impedance measurement. The lead was surgically abandoned and the system was upgraded to dual chamber device. No additional adverse patient effects were reported.